Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should relevant additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h12i04033 and h12h23050 and no exceptions were observed that were related to the reported condition.

Event description:
It was reported that a patient experienced and was hospitalized for peritonitis coincident with therapy for peritoneal dialysis (pd). Treatment rendered was not reported. The cause of the event was unknown. The patient was discharged from the hospital. At the time of this report, the patient was recovering from the peritonitis. (B)(4).